Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2019. The patient presented with drainage from driveline exit site and a fever. Wound culture tested positive for many enterobacter and pseudomonas. Gallium scan and CT of the abdomen and pelvis showed infection along driveline. On (B)(6) 2019, the patient underwent incision and drainage and debridement of driveline tract. The patient was treated with IV antibiotics and discharged to home on oral antibiotics and with a wound vac. No further information was provided.